Manufacturer narrative:
The inspection of the device by (B)(4) also confirmed followings; bending section rubber leakage vertical noise on endoscopic image burned and scratched distal end cover device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, based on the investigation results of similar events in the past, olympus medical systems corp. (Omsc) assumed that the reported event was caused by followings; physical stress. Chemical stress. Rough storage environment (under direct sunlight, high temperature, high humidity, exposed to x-rays and/or ultraviolet rays etc.). Age deterioration. If significant additional information is received, this report will be supplemented.

Event description:
Olympus inspected the device for repair at the service department of olympus (B)(4) and found that the coating of the insertion tube was partially peeled off.there was no report of patient injury associated with this event.